Event description:
A customer in the us alleged discrepant flu b results for a patient sample when tested on the cobas liat analyzer (serial ID (B)(4)). The sample was initially positive for flu b (invalid for flu a and sars-cov-2). When the same sample was retested on another cobas liat analyzer (serial ID (B)(4)) negative results were generated for all three targets. The customer reported the results as negative for all three targets, and no harm was indicated. The sample was collected in rmbio vtm, 3ml used with synthetic, flexible minitip flocked swab. During the investigation, it was identified that another sample generated a potential false positive flu b result when tested on cobas liat analyzer (serial ID (B)(4)). No further details concerning this identified patient sample were provided. An investigation was performed. Two mdrs will be filed per FDA guidance, one for each patient.

Manufacturer narrative:
Through the course of the investigation, potential tube leakages were suspected to have disturbed the optical data, which resulted in the false positive flu b results. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). (B)(4)